Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have circumferential fracture of the glass cap distal to the fiber/cap fusion zone at the bevel; the distal end of the glass cap was found to be fractured and broken off. There as no indication or report of any part of the device remaining inside the patient. Mild char on the metal cap was also observed. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device issue was determined to be localized heat accumulation due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fibers tip was damaged at 8 minutes and approximately 32,000 joules of use and stopped working; the fiber irrigation was running well. The procedure was completed using a second fiber. Patient outcome: "fine".